Manufacturer narrative:
The thermogard ivtm console (sn: (B)(4)) was evaluated by zoll service at the customer site. The reported complaint of thermogard console did not recognize the air trap and did not go into standby mode was confirmed during the functional testing. The root cause for the reported complaint was due a defective air trap sensor block, likely due to a defective component. During visual inspection, there was no physical damage observed on the ivtm thermogard console. The event log review showed no significant discrepancies. The initial functional testing failed as the thermogard system could not recognize the air trap and did not go into standby mode; thus, confirming the reported complaint. The air trap sensor block assembly was replaced to remedy the issue. Following service, the thermogard console passed all tests with no issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
Customer reported that the thermogard ivtm system (serial #(B)(4)) does not recognized the air trap. The thermogard ivtm system did not go into standby mode. Patient use information was requested but no additional information was provided, therefore patient use is unknown.